Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. No moisture damage found inside the device. The unit passed the displacement test, operating currents, self test and off no power test. No battery out limit alarm noted. The unit was received with minor scratched display window, cracked reservoir tube lip, and cracked belt clip slot.

Event description:
Customer reported the insulin pump was exposed to water. Customer's blood glucose was 117 mg/dl. Troubleshooting was performed. Customer stated she forgot she had the device and jumped into the lake. Customer reported the device was exposed previously and the device did not have moisture visible. Customer reported that after the moisture exposure has been having frequent battery out limit alarms. Customer was advised to review history, it was determined that the buttons on the device were not working. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.